Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer states catheters caused pain; he had difficulty inserting coude tip. The customer indicated he was able to insert, but need to make angle adjustments. It was reported that there was no difficulty in removal. The customer further reported he has returned to the straight catheter and is having no difficulty.